Event description:
As reported via legal documentation, a patient had their first right knee revision on (B)(6) 2021. They underwent their second right knee revision on (B)(6) 2021, approximately 1 year 1 month after their first revision due to infection. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
H3. Investigation results-the truliant tibial insert was appropriately processed for release. The cause of the patient¿s infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. There is no additional information available.